Manufacturer narrative:
D10 concomitant products: egia45amt - egia45amt egia 45 artic med thick sulu, lot# n3d0711y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3c0175 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy (lsg) to roux-en-y (roo-en-wy) gastric bypass, after first successful firing of 45mm reload this was unloaded (no issues experienced). When 60mm second reload was being loaded it would not engage with the handle, tried twice, then tried used 45mm reload which also wouldn¿t engage with handle. The user noticed the black collaron the distal end of the handle shaft moved in and out slightly and I could see a bit of red of paint on the area usually hidden under the silver of the shaft. A new handle was opened and 60mm reload then loaded on and fired with no issue. Case proceeded with no further issues. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy (lsg) to roux-en-y gastric bypass, after first successful firing of 45mm reload this was unloaded (no issues experienced). When 60mm second reload was being loaded it would not engage with the handle, tried twice, then tried used 45mm reload which also wouldn¿t engage with handle. The user noticed the black collar on the distal end of the handle shaft moved in and out slightly and there was a bit of red of paint on the area usually hidden under the silver of the shaft. A new handle was opened and 60mm reload then loaded on and fired with no issue. Case proceeded with no further issues. No patient injury.